Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized and treated with injection vancomycin (1gm, intraperitoneal, ongoing), injection amikacin (100mg, stat, intraperitoneal one dose, then 50 mg intraperitoneal once a day, ongoing), and injection meropenem (500mg, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis event. Pd therapy was ongoing. No additional information is available.